Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection occurred between the transmitter and receiver as well as the smart device. No additional patient or event information is available.